Manufacturer narrative:
Exposed sharp edges.

Event description:
It was reported by service report that the side rail was broken and there were exposed sharp edges. No pt involvement or adverse consequences are reported.